Event description:
It was reported that during a follow up in clinic, an elective replacement indicator (eri) message was noted on the device, however, the saved session records were unable to later be viewed. The device was explanted and replaced to resolve the event. The device was interrogated after explant and the device was found to be well above eri level. Abbott technical support was contacted and the eri was suspected to be false. The patient was in stable condition.

Manufacturer narrative:
The reported events of false elective replacement indicator (eri) and electrocardiograms missing were not confirmed. The device was received in normal working conditions with battery voltage above eri. Analysis performed indicated normal device functionality. Longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.